Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) and associated implantable transvenous defibrillation lead exhibited an out of range (> 120 ohms) high voltage impedance measurement. All other high voltage impedance measurements have varied between 45 and 80 ohms. All other lead measurements are stable and within normal limits. It is believed that this patient has a loose set screw on one of the df-1 leads (probably proximal, based on pocket manipulation).